Manufacturer narrative:
The serial number was not provided. The lens remains implanted. However, there is a planned explant in the future. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's eye; however, the doctor is planning a future explant. No additional information was provided.